Manufacturer narrative:
Merge technical support shipped the customer a replacement hemo monitor on (B)(6) 2018. The faulty unit was returned to merge healthcare on (B)(6) 2018 for evaluation. The results showed that the unit's hard drive failed. The faulty hard drive was wiped of phi (protected health information) and replaced with a new one. Software was reloaded and the unit ran for one (1) week without issue. The unit was then tested according to hemo-4295 and passed. Patient code: (B)(4)- no known impact or consequence to patient . Device code: (B)(4) communication or transmission issue (issue associated with the device sending or receiving signals or data. This includes transmission among internal components of the device and other external devices to which the device is intended to communicate.) Methods code: unit testing (testing of individual hardware or software components or groups of related units.) . Results code: interoperability program (a problem with the mechanical, electrical, or communication interface between two or more separate devices or components.) Conclusions code: device difficult to operate.

Event description:
Merge hemodynamics displays, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2018, a customer reported to merge healthcare that the hemo monitor froze and was subsequently rebooted three (3) times during a procedure causing a loss of physiological data. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient; however, it was reported that the procedure was completed successfully. Reference (B)(4).